Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that, during preventive maintenance cardiosave intra-aortic balloon pump (iabp) had display hinge binding and missing cylinder mount. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a broken display hinge binding and missing cylinder mount. There was no patient involvement reported. A getinge field service engineer (fse) was reported the display hinge binding and missing cylinder mount (refer to parts removed grid). The fse replaced the parts. Product passed all functional and safety tests per manufacturer specifications.